Event description:
During insertion of a percutaneous transluminal angiographic (pta) catheter, the balloon burst resulting in need to pull out sheath. After retrieval of the sheath, the physician needed to manually retrieve a piece of the balloon. The entire fragment was able to be retrieved. There was no adverse outcome to the patient.======================manufacturer response for pta catheter, fox plus pta catheter (per site reporter).======================manufacturer representative called immediately with plans to address this issue. Has requested the device be returned to them for evaluation. Have not gotten permission from legal to do so. Will offer to have company rep evaluate device at this hospital if permission is denied. Awaiting biohazard container from abbott to return device to them.